Event description:
The pump was returned to animas for short battery life and damaged pump casing. Evaluation found that the contacts on the battery cap returned with the pump were out of specifications. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there was no evidence of power loss in the pump black box. The battery compartment was observed to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump was exercised for 24 hours without power loss being observed. The battery cap was tested and the battery cap contacts were found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).